Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms for several weeks leading up to the call. The customer reported that the no delivery alarms occurred during bolus. Blood glucose level at the time of the incident was 361 mg/dl. During troubleshooting, the device alarmed no delivery during manual priming. The customer reported that the infusion set was not connected properly to the reservoir. The reservoir was replaced but not returned for analysis.